Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, customer continued to use the pump and contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact the customer¿s blood glucose.